Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they were experiencing sudden, sharp, shooting pain at the left ins site. The pain was right above their belly button and to the side. The patient speculated if it was possible for the leads to come loose and shock them. It was originally thought to be shingles, but a dermatologist think that was the case and thought it could be device related. The patient had been unable to get ahold of their managing healthcare provider (hcp). The pain was intermittent. There was no trauma or falls related to the issue and the patient never turns stimulation off. The device was on and okay at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that they were just walking in their living room when the sharp, shooting pain began. The patient reported that it stopped after a while. No further patient complications have been reported as a result of this event.